Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported ¿communication issue with the ipg¿ was confirmed based on the ipg log data but was not duplicated in the lab. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Ipg logs did show under magnet tab multiple applications of the magnet in a short period of time on (B)(6) 2022 the day of explant (reported event date). Inappropriate application of the magnet can impair the ability to communicate. Multiple ble resets were logged on this day as well.